Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the tubing, peristaltic head which resolved the issue. There have been no further reports of discrepant results since the tubing, peristaltic head was replaced. A review of the alinity c sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the clinical chemistry systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no systemic issue or product deficiency was identified for the alinity c sn# (B)(6).

Event description:
The customer reported falsely elevated magnesium and sodium results generated on the alinity c processing module on two patients. The following results were provided: assay initial repeated on another alinity. Pt 2: magnesium = 5 repeat = 1.3. Pt 3: sodium = 194 redrawn = 120 . No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated magnesium and sodium results generated on the alinity c processing module on two patients. The following results were provided: assay initial repeated on another alinity pt 2: magnesium = 5 repeat = 1.3 pt 3: sodium = 194 redrawn = 120 no impact to patient management was reported.